Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of unable to engage wrench was verified. Analysis found the lead septums damaged which prevented torque wrench insertion. Electrical analysis reveals normal characteristics.

Event description:
It was reported that the setscrew would not accept the wrench. It was unable to engage. The device was not implanted.